Manufacturer narrative:
The reported issue could not been duplicated on site by our service engineer. The received logs do not cover the reported event date. The last pre-use check close to reported event date was performed on (B)(6) 2019 and the ventilator passed the test. Due to lack of information and since the reported event could not been duplicated on site by our service engineer, neither we can confirm the reported event nor can establish the root cause.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. (B)(4).